Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref. MFR report: 1627487-2014-04207. It was experiencing the stimulation turning on by itself at times. The pt described the programmer could not have any amplitude and yet stimulation was felt. The magnet mode was turned off with reprogramming, but this did not resolve the issue. It was reported x-rays may be taken for the placement of the lead and ipg, as the product may be pressing on a nerve. The pt has neuropathy and the disease had progressed which was a priority for stabilization. The pt was working closely with the physician regarding the next course of action.